Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) heard tones emitted from the device. When the patient came in for interrogation, a fault code 03 was displayed. (Fc03-possible output transistor fault-indicates that greater than 8 volts was detected on the leads during charging. This fault may occur if the patient receives an external shock while the device is charging.) An attempt to perform a manual cap reform was unsuccessful.